Event description:
The pt was being fed using a pump. 474 ml of an enteral feeding solution was hung, and the pump was set to deliver 79 ml/hr. The entire amount was delivered in 2.5 hours. There was no illness, injury or medical intervention resulting from the event. The rptr stated the pt expired a few days later, but this was not attributed to the event. One pt involved.